Event description:
"Our nursing staff is concerned about the number of defective neonatal bp cuffs they are finding. Small leak at the cuff and tube: neonate size 1-5. All the ones that have been brought to me are the size 3, but that may just be because those are the most frequently used."